Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damaged needle with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, the black needle batch: 9235764 had a hole and blood started to leak in the patient's arm, making it a little uncomfortable for the patient and it was necessary to perform a new puncture, as the blood did not return enough in the tube." 10 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, the black needle batch: 9235764 had a hole and blood started to leak in the patient's arm, making it a little uncomfortable for the patient and it was necessary to perform a new puncture, as the blood did not return enough in the tube." 10 occurrences were reported.